Event description:
The complainant reported a male patient required impella placement. During support, it was documented that the patient suffered an aortic dissection. Although a definitive cause for the dissection could not be ascertained, it was noted that difficulty was met during impella implant due to calcification in the abdominal and terminal aorta. The impella remained in place following discovery of the dissection, however, the patient subsequently passed as a result of the condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU, vascular injury and death are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the vascular damage issue was most likely use related with medkit 16fr introducer being used for pump insertion. Per IFU 0042-9010-jp only abiomed recommended introducers must be used.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.